Manufacturer narrative:
Consumer¿s husband reported she had an infection in the left eye and lower lid was red and swollen. Consumer reported visiting the doctor for a different issue and was prescribed neomycin and polymixin b sulfates and dexamethasone drops to treat her current symptoms. After treatment, the consumer¿s left eye recovered. Consumer reported the redness and irritation re-appeared even after stopping use of the product. Consumer reported she thinks the product did not cause the event and the doctor does not believe it is related but that it could be an issue with ducts in her eye. Consumer is currently not using any medications. Medical documentations cannot be obtained. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer reported her eye recovered but symptoms later appeared. Consumer is currently not using any medications. The product was returned and the evaluation is currently in progress.

Event description:
Consumer's husband reported she had an infection in the left eye and lower lid was red and swollen. Consumer reported visiting the doctor for a different issue and was prescribed neomycin and polymixin b sulfates and dexamethasone drops to treat her current symptoms. After treatment, the consumer's left eye recovered. Consumer reported the redness and irritation re-appeared even after stopping use of the product. Consumer reported she thinks the product did not cause the event and the doctor does not believe it is related but that it could be an issue with ducts in her eye. Consumer is currently not using any medications. Medical documentations cannot be obtained. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.